Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received act button less responsive and random no delivery alarms. Customer¿s blood glucose level was unknown. Customer stated that the multiple cracks in insulin pump casing and crack on insulin pump screen and diminished battery life 7 days to 14 days. Troubleshooting was not performed. The device will not be returned for analysis.